Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed an alternate splash screen when booting up and there was no video output. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods that may prevent future recurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl arthroscopy, the lens 4k ccu showed an error on the ipad stating "invalid ccu state". The device was not taking pictures. The procedure was completed without delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that this unit showed no video output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.